Event description:
It was reported the customer's sensor had inaccurate readings. Customer stated their blood glucose reached 500 mg/dl and their sensor glucose read around 100 mg/dl. The customer treated their high blood glucose with a manual injection. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. Customer also reported receiving calibration error alerts and bad sensor alerts. Customer will change out their sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.